Event description:
It was reported the patient presented to the physician with ineffective stimulation. The patient underwent surgical intervention to explant and replace the ipg with a different model ipg. During the procedure, it was observed the patient's scs ipg was connected to a different brand lead with the scs adapter. The physician explanted and replaced the adapter and reconnected the implanted leads. Effective stimulation was captured post-operative. No further patient complications were reported. There was no alleged device failure associated with the scs ipg however it had reached end of life and is considered to be a normal battery depletion.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.